Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that programmer interrogation of this implantable cardioverter defibrillator (ICD) system was unsuccessful. Technical services (ts) discussed troubleshooting options, including optimal programmer wand placement. It was noted that the ICD battery was approximately seven years old. This ICD remains in service. No adverse patient effects were reported, and a local field representative was paged to check on the patient.